Event description:
During a routine shift check by a clinician, the device displayed "cannot dump", "status 66" and "status 93" messages. Complainant indicated that there was no pt involvement in the reported malfunction.